Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 06/12/2015. Lot 091555: (B)(4) items manufactured and released on 07/29/2009. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Lot 093039: (B)(4) items manufactured and released on 04/02/2010. No anomalies found related to the problem. To date all the items of the lot have been already sold without any similar reported issue. Lot 100182: (B)(4) items manufactured and released on 01/23/2010. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 06/02/2015, the medical affairs dr made the following comment: there are no info available to allow a clinical analysis to be performed. No root cause is being identified and no device-related actions can be planned.

Manufacturer narrative:
On 11 september 2015 it was prepared a final report with the information already submitted in the initial report. On (B)(4) 2015 the report was sent to the initial reporter and the case was closed.